Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial:(B)(6), batch: 8047893. The event of lead revision was reported to abbott. Two new leads were replaced and added for greater therapy coverage. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective. Surgical intervention was undertaken wherein two new leads were implanted to address the issue. The investigation was unable to determine the lead that was associated with the issue